Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in a test phase. The root cause was determined to be the aging of the device. In consequence the defective component was replaced, and no further issue occurred. There was no patient or user harm.

Event description:
The raphael was used to ventilate a ards patient at prone position. Me is told it was difficult to ventilate the patient, peep was 2cmh2o to high, ppiek was higher as set, etc. Because of the problems they switched over to a hamilton-c1 and had les problems. It was not the nurse at the moment of the problems who gave me the information, because users are not used to work with the raphael but with the hamilton-s1 it was not clear what was the real problem. At the log file all information before 25-02 was skipped. It is not clear how this was possible. The raphael is 15 years old and out-of-service, so I told them you can not use this ventilator any more.